Event description:
The customer reported that while the unit was in use on a pt, all of the leds on the unit flashed. After powering the unit off and on several times, the unit functioned normally. Therapy was continued during the short trip to the next facility where the pt was switched to another unit. No pt injury was reported.